Event description:
Customer's mother reported the esc and act buttons on her son's insulin pump are not working. The up and down arrows work. Customer's blood glucose level is 340 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. The insulin pump function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.